Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant the lead would not capture in multiple locations. It was also reported that there may have been patient electrical tissue compromised. The lead was not used. No patient complications have been reported as a result of this event.